Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 41-year-old male patient. It was reported that on (B)(6) 2026 a button broke off during their sleep and no harm or injury was experienced. The appliance was delivered on (B)(6) 2026 and use was discontinued on (B)(6) 2026. No additional medical or surgical procedures were reported. The reporter's office location is in (B)(6).